Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received appropriate shocks for a ventricular tachycardia (vt) / ventricular fibrillation (vf). The first shock was successful but the arrhythmia recurred and the next shock did not convert. The field representative reported the patient received a third shock but no episode was stored. The patient was successfully resuscitated but remains in poor condition due to comorbidities following a kidney transplant. The patient is also awaiting a heart transplant. Interrogation of the device revealed a power supply (ps) and a lost template (lt) error code. Technical services reviewed the device data and confirmed that due to the power supply errors the device experienced resets, resulting in the last episode not getting stored. Device and electrode replacement was recommended, as the device resets would likely delay any shock therapy. X-rays were recommended to verify the position of the electrode; since the ps errors happened while shocking, it was suspected that contact between the electrode and the device had occurred and the electrode insulation was possibly compromised. The field representative later reported that the physician understood the system required replacement but no procedure would be performed until the patient's condition was improved. Approximately six weeks later, the s-ICD system was explanted and replaced. The patient was in good condition. The explanted products were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was received and is undergoing analysis. This report will be updated when analysis is complete. Patient code 3191 captures the reportable event of surgery. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The electrode was received and is undergoing analysis. This report will be updated when analysis is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received appropriate shocks for a ventricular tachycardia (vt)/ventricular fibrillation (vf). The first shock was successful but the arrhythmia recurred and the next shock did not convert. The field representative reported the patient received a third shock but no episode was stored. The patient was successfully resuscitated but remains in poor condition due to comorbidities following a kidney transplant. The patient is also awaiting a heart transplant. Interrogation of the device revealed a power supply (ps) and a lost template (lt) error code. Technical services reviewed the device data and confirmed that due to the power supply errors the device experienced resets, resulting in the last episode not getting stored. Device and electrode replacement was recommended, as the device resets would likely delay any shock therapy. X-rays were recommended to verify the position of the electrode; since the ps errors happened while shocking, it was suspected that contact between the electrode and the device had occurred and the electrode insulation was possibly compromised. The field representative later reported that the physician understood the system required replacement but no procedure would be performed until the patient's condition was improved. Approximately six weeks later, the s-ICD system was explanted and replaced. The patient was in good condition. The explanted products were returned for analysis. No additional adverse patient effects were reported.